Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not delivering basal or bolus insulin properly. Pump notified customer cartridge had no insulin; however, cartridge was found to have "plenty of insulin present". In addition, there were missing data points on the continuous glucose monitor graph. There was no reported impact to customer's blood glucose. Customer declined tandem technical support's offer to perform a pump system check.